Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer was working when the pump touch screen became cracked; additionally, ink blots appeared on the screen that blocked graphics and text. Customer's blood glucose was 79 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.